Event description:
The pharmacy dispensed paclitaxel (141.6 mg) in 250 ml normal saline. The dose was prepared on (B)(6) 2021 at 9:21 am (standard process of advance prep ahead of the patient scheduled appointment on (B)(6) 2021). The dose was dispensed to the treatment floor for the patient on (B)(6) 2021 9:03 am (nursing initiated treatment at 9:04 am). At 9:10 am, the nurses alerted pharmacy that the spike in the IV bag just fell out; resulting in paclitaxel spill in the patient care area. FDA safety report ID # (B)(4).